Event description:
It was reported that the pt experienced an infection 5 days after implant. The pt was treated with an antibacterial agent. It was noted on (B)(6) 2010, the pt recovered quickly and the doctor commented that it was related to the operation procedure. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).